Event description:
Thousands of known women are sick from a silicone breast implants. Each of them knows the truth now. FDA has somehow allowed the silicone breast implant mfrs to hide the high level of toxicity of silicone, platinum and of the other 35 + dangerous chemicals that use to make silicone and saline breast implants, that trigger a biochemical molecular disruption that bring up sicknesses that were not present before the implants and that go away after the explants, with some cases of irreversible damage. On november 17, 2006, the FDA's approval order required six very specific post-approval studies conditions, two of the studies to monitor long term safety for ten years. They were not followed and so there is no safety data for those studies. The adjunct 5-year study had a low f/u rate of 13.8%, the large study was allowed to be cut short at year 7 instead of 10 with a low f/u rate of 20.1% and it was ignored, the core study had a f/u rate of 62% but the report schedule stops short at year 6 instead of 10 on november 13, 2012. The FDA mentor PMA, the manufacture document, states shelf life to be five years from the date of sterilization, yet they are marketed for up to 10 years to stay in the body without any safety evidence. The (B)(6) study from 2013 run by the (B)(6), funded by the three breast implant mfrs, does not qualify as an independent study for the astounding conflict of interest in regards to the plastic surgeons that profit largely from the silicone breast implants and, the mfrs themselves that profit from their own silicone breast implants. All the previous silicone breast implant symptoms from the 1990s are repeating themselves with the current silicone breast implants, thus proving recurring lack of safety. A few people following this matter have mysteriously disappeared, but now thousands of women have grouped together to share their records with (B)(6) and for their own protection they have also taken measures to share their records among themselves and have those records safeguarded with their own attorneys. Private interests cannot silence or buy out recorded medical evidence from thousands of sick women from silicone breast implants any longer. FDA is responsible for protecting the public health by assuring the safety, efficacy and security of human and veterinary drugs, biological products, medical device, our nation's food supply, cosmetics, and products that emit radiation. Silicone, platinum and 35 + dangerous chemicals used by silicone and saline breast implant mfrs trigger biochemical molecular disruption that cause sicknesses: fatigue or chronic fatigue, cognitive dysfunction, (brain fog, difficulty concentrating, memory loss) muscle pain and weakness, joint pain, hair loss, dry skin and hair, poor sleep and insomnia, dry eyes, decline in vision, vision disturbances, hypo/hyper thyroid symptoms, hypo/hyper adrenal symptoms, estrogen/progesterone imbalance or diminishing hormones. Slow healing of cuts and scrapes, easy bruising throat clearing, cough, difficulty swallowing, choking, reflux, vertigo, gastrointestinal and digestive issues, fevers, night sweat, intolerant to heat, new and persistent bacterial and viral infections. Slow clearing of common colds and flues, fungal infections, yeast infections, candida, sinus infections, skin rashes, ear ringing, sudden food intolerance and allergies, headaches, slow muscle recovery after activity. Heart palpitations, changes in normal heart rate or heart pain, sore and aching joints of shoulders, hips, backbone, hands and feet. Swollen and tender lymph nodes in breast area, underarm, throat, neck, groin, bouts of dehydration for no reason. Frequent urination, numbness/tingling sensations in upper and lower limbs. Cold and discolored limbs, hands and feet, general chest discomfort, shortness of breath, pain and or burning sensation around implant and or underarm, liver and kidney dysfunction. Cramping, toxic shock symptoms, anxiety, depression and panic attacks. Symptoms of or diagnosis of fibromyalgia, symptoms of or diagnosis of lyme disease. Symptoms of or diagnosis of auto-immune disease such as; raynaud's syndrome, hashimoto's thyroiditis, rheumatoid arthritis, lupus, nonspecific connective tissue disease, multiple sclerosis symptoms of or diagnosis of alcl lymphoma. Silicone breast implants bring up allergies never experienced before.